Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that the system was explanted because the device had already reached the number of years that it can be of use and that the patient had not use the system for several years since the targeted pain had disappeared.

Event description:
A report was received that the patient had soreness and pain at the ipg site in the right buttock which got better without completely resolving but had gone worse. Upon physical examination, there was direct tenderness at the site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient had soreness and pain at the ipg site in the right buttock which got better without completely resolving but had gone worse. Upon physical examination, there was direct tenderness at the site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had soreness and pain at the ipg site in the right buttock which got better without completely resolving but had gone worse. Upon physical examination, there was direct tenderness at the site. The patient will undergo an explant procedure.